Event description:
The pump was returned for investigation. Investigation found that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the force sensor calibration reading was found low out of specifications. The force sensor resistance was within specifications. The pump powered up and functioned properly. All the keypad buttons responded normally. A rewind/load sequence and a 24-hour pump exercise were executed without incidences. The delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. (B)(6).